Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 26. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and fistula. No further patient complications were reported.